Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for crps and spinal pain indications. It was reported that the pt was recently implanted and experienced the following 2 times. The first time it happened on march 28th and 2nd time it happened last night (april 6th). Pt went on vacation last week and was staying in a hotel. Pt mentioned pt spent 8.5-9 hrs riding in the car one day and another 6 hrs the next day before it happened. On march 28th pt was half asleep and half awake, pt was dozing and thought maybe pt was dreaming. Pt's daughter went to turn on the air-conditioner fan in the hotel room and all of a sudden pt was jolted awake by the smell of burning caramel. Pt felt burning from inside out. Pt had like a weird tingling sensation all over their body. It felt different from what typically felt when ins was on. Pt felt ins was super hot on their back. Pt panicked and turned ins off for the rest of the night. Once pt turned ins off it took probably a good 15 min or so before that feeling went away. Pt said they did not know if pt panicked or whether it was just in their brain. Pt said their mother and daughter smelled the same smell in the room and told pt 'it was not you'. Last night the same happened again. Pt was fully awake, pt was at home, and nothing was new or turned on around them. All of a sudden pt smelled the same smell, ins felt warm and burning from inside out and pt felt tingling sensation all over their body again. Pt said 'I swear, I am not crazy'. When asked if pt was recharging when pt felt those sensations. Pt said no. Pt was not recharging and was not using external equipment. Pt also confirmed there was no damaged external equipment. Pt said the only thing that was different last week than this week was that last week pt had changed se ttings the night before. Pt also mentioned they charged the ins the night before last but did not change any settings. Both batteries were charged but pt was not charging or anything at the time of when the above issue happened. Pt confirmed pt had no falls/no tra uma. Right now ins was turned off. Pt had a follow up with their healthcare provider (hcp) yesterday or tuesday and had their incision checked. The nurse said it looked good, 'like old wound' and that's why pt went home and charged. Pt discussed with the nurse it was still tender to touch after surgery, they discussed pt would still be sore underneath but the outside of the incision was good. Pt did not mention the above problem because at that time pt thought it was in their head but it happened again last night. Pt was redirected to hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.